Manufacturer narrative:
Initial.

Event description:
It was reported that the user, newly trained on the ilet pump, experienced multiple episodes of high blood glucose, with a highest cgm reading of 303 mg/dl and a confirmatory glucometer reading of 393 mg/dl, while also taking 8¿10 units of subcutaneous insulin by pen injections without pausing pump delivery; the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia and pain in the feet. Outcomes included a minor illness or impairment. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.